Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Customer stated that she had two bent cannulas. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was over 600 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.